Manufacturer narrative:
H3, h6: the devices were not returned for evaluation; therefore, a device analysis could not be performed. A review of the production orders did not reveal a manufacturing abnormality that could have caused or contributed to the reported incident. A review of complaint history for the part number of the liner over the past 12 months and for the batch number based on historical data of the device did not reveal similar events for the listed device. A review of complaint history of the glenosphere based on the historical data revealed similar events for the listed batch, this failure mode will be monitored for future complaints for any necessary corrective actions. A review of the instructions for use documents for aetos¿ shoulder system revealed that modular components must be assembled securely to prevent disassociation. Avoid repeated assembly and disassembly of the modular components which could compromise a critical locking action of the components. Additionally, periodic, long-term follow-up is recommended to monitor the position and state of the prosthetic components. This has been identified as an intraoperative and postoperative precaution. A review of the risk management file revealed this failure mode was previously identified. The anticipated risk level is still adequate. A historical review concluded that there are no prior actions related to these products and event. At this time, we have no evidence to conclude that the products failed to meet any specifications at the time of manufacture. Factors that could contribute to the reported event include traumatic injury, patient condition, postoperative care, size selected or abnormal loading of limb. Based on this investigation, the need for corrective action is not indicated. Should the devices or additional information be received, the complaint will be reopened. No further investigation is warranted for this complaint; however, we will continue to monitor for future complaints and investigate as necessary. We consider this investigation closed.

Manufacturer narrative:
Additional information: a2, a3.

Event description:
It was reported that after a revision of total shoulder arthroplasty surgery performed on (B)(6) 2024, the patient experienced poly dissociation for the second time. This adverse event was address by a second revision surgery on (B)(6) 2024, during which a 42mm reverse liner +6 s and a 42mm glenosphere concentric were replaced with 38mm implants and a humeral spacer. The patient underwent a third revision surgery on (B)(6)2024.

Manufacturer narrative:
Internal complaint reference: (B)(6) h10: -first revision surgery mentioned on b5 was reported under report number: 3002788818-2024-00034. -third revision surgery mentioned on b5 was reported under report number: 3002788818-2024-00048.